Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 90-400 mg/dl. It was also reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. It was further reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue.